Manufacturer narrative:
Medwatch sent to FDA on 10/16/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of swelling as follows: warnings: ¿injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days¿ duration.¿ adverse events: ¿the most common injection-site responses for juvéderm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.¿

Event description:
Healthcare professional reported that after injection with "juvederm the patient experienced excessive swelling. It is not known if any treatment has been provided.